Event description:
The pt ((B)(6)) received their scs system on an unk date. It was reported that the pt lost stimulation. The ipg was explanted on (B)(6) 2009. The explanted ipg was returned to the MFR for eval. No further info is available.

Manufacturer narrative:
Eval method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg will not communicate and fails the "wake-up" routine. The unit was x-rayed and found the battery was drained. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.